Event description:
The lay user / patient contacted lfs alleging an error 2 message on their ultralink meter. The patient was irritable at the time of testing. The patient took their usual dosage of medication and did not seek any further medical attention. The patient was unable/ unwilling to verify the condition of the test strips. The meter was replaced. The complaint is being reported due to the error 2 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.